Event description:
Claimant alleges while getting in unit, the left side arm rest, which she leaned on, broke and fell away causing personal injury.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.